Manufacturer narrative:
(B)(4). Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08720 inches. No unexpected no delivery alarms noted. Insulin pump received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case. Insulin pump was monitored for 24 hrs and no unexpected bolus delivery or blank display anomalies were noted. The low reservoir alarm feature was set to 20 units. After delivery of several bolus, unit alarmed properly low reservoir when 20 units were left at the left units displayed at the screen.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident, which affected their heart. The customer was over 300 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as a diabetic coma. The customer was wearing the insulin pump during the incident. The caller stated the pump over delivered. The customer stated the pump display was blank but the pump was alarming no delivery. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis.